Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient recently went into assisted living and they had a fall last wednesday morning and they needed to do a brain scan for the patient but they couldn't do it because they didn't know where the patient's programmer was. The caller stated the patient had severe memory loss right now since the fall and that the patient didn't even remember seeing the caller earlier today. Caller stated patient had severe memory loss earlier in the year as well and they needed to do a head scan and a heart scan at that time so a medtronic representative was paged to come in to turn the therapy off in february 2024 and caller stated when they turned the therapy off, the patient's memory came back. Caller stated they didn't know if the ins was not working while it was on and causing the memory loss because as soon as the therapy was off patient could remember again until the patient fell again last wednesday am and they lost their memory again and began to forget what was going on again. Caller stated the patient would fall a lot and could have damaged anything. The caller stated when the patient had their brain scan back in february, the brain scan came back fine so it seemed like when the ins was deactivated, the patient's memory came back but since the fall, the memory loss was happening again and they wanted to do another head scan and the caller wanted to figure out what they could do to help the patient get the scan. Patient services reviewed with the caller that it would be entirely unlikely nor would it be expected that the device/therapy could impact the patient's memory and redirected the caller to continue working with the patient's healthcare providers to determine the issue and have the implanted system check and offered to email the field to alert them of the situation regarding their need for a patient programmer and to request the rep come to help with connecting to the patient's implant to determine if the ins was off so the patient could get ahead scan. The ins battery longevity considerations were also discussed with the caller but the caller stated they thought the ins had battery life yet. Caller requested an email not be sent to the field requesting assistance until they scheduled the patient's MRI and then they would call back to update on the time frame and the location of the scan so the field could be emailed with necessary facility information at that time.